Manufacturer narrative:
(B)(4). G2 - foreign: slovenia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic transfer kit housing was missing a lid locking knob, resulting is the lid being unable to close. Although this event occurred out of surgery, it is related to a malfunction that could potentially lead to a sterility issue. However, no patient harm or further outcome was reported. No more information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: h4. The product was not returned for evaluation; however, a provided photo depicted the locking mechanism had broken off of the device. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.